Event description:
It was reported the implantable neurostimulator (ins) was overdischarged due to an MRI exam the patient had. The ins was explanted and replaced. Following the replacement, the issue was resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).